Manufacturer narrative:
Summary of investigation: there is a previous confirmed complaint of this code-batch, for the same issue of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 4 open plastic supports (only one aluminum pouch). All 4 with needle detached from the thread and thread still wound on pack. Considering that there is a previous confirmed complaint of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show that the needle escaped from the thread. Final conclusion: considering that the samples received do not fulfil b. Braun surgical specifications and that there is a confirmed complaint for the same code-batch and issue, we conclude that the complaint is confirmed by evidence of the failure in the samples received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the suture needle is detached from the thread upon opening the envelope. There is no patient involvement.